Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 15-sep-2023. H.6. Investigation summary: this complaint is not confirmed. This complaint is for misidentification of providencia rettgeri as escherichia coli when using phoenix panel nid (448007) batch number 3136845. The customer did not return phoenix generated lab reports but provided panels and an isolate for the investigation. To investigate, two customer returned panels from complaint batch (B)(4) was tested using customer returned isolate p. Rettgeri 275 on a phoenix m50 machine and evaluated for identification results. Both panels identified their isolates as p. Rettgeri, therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints on the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. H3 other text : see h.10.

Event description:
It was reported that during use with bd phoenix¿ nid there was a misidentification, organism ID'd as providencia rettgeri on maldi, e. Coli on phoenix, and no ID on the remel rapid one ID. There was no report of patient impact. The following information was provided by the initial reporter: customer reports having an organism ID'd as providencia rettgeri on maldi, e. Coli on phoenix, and no ID on the remel rapid one ID.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with bd phoenix¿ nid there was a misidentification, organism ID'd as providencia rettgeri on maldi, e. Coli on phoenix, and no ID on the remel rapid one ID. There was no report of patient impact. The following information was provided by the initial reporter: customer reports having an organism ID'd as providencia rettgeri on maldi, e. Coli on phoenix, and no ID on the remel rapid one ID.